Manufacturer narrative:
(B)(4). The customer returned one unit ae05ml autoend05 ml for investigation. The returned sample was visually examined with and without mag nification. Visual examination of the returned device revealed that the sample was returned with the trigger partially engaged. The sample appears used as there is biological material present on the device. First, the trigger cycle was completed. Functional inspection was then performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, an audible ratchet sound was heard indicating that the internal ratchet ears are intact. The first clip was not able to properly load into the jaws as it was unable to latch onto the bottom jaw. Upon further examination, a build-up of biological material found in the bottom jaw. The buildup was manually removed and another attempt was made. The next clip was still unable to load properly. This was repeated with the same result. The device was disassembled in order to inspect the internal components. Upon disassembly, it was found that the clips were out of position and stacking on one another. It was also observed that both jaws were bent in the same direction. Based on the damages observed, it is unlikely that a clip stacking issue could cause the damage to the jaws. The uniform bend to the jaws indicates that there was a significant side load applied to the jaws that caused them to bend. The device was received with 5 clips remaining in the channel indicating that the end user fired 10 clips. The IFU for this product, l06072, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." A corrective action is not required at this time as the condition of the sample received indicates that unintentional user error caused or contributed to this event. The reported complaint of "clips not loaded properly" was confirmed based upon the sample received. Upon functional inspection, it was found that both jaws were bent in the same direction, which prevented the clips from loading properly into the jaws. The uniform bend to the jaws indicates that there was a significant side load applied to the jaws that caused them to bend. At the time of manufacturing assembly, the autoend05 is 100% inspected for proper clip loading and closure. It is unlikely that this type of damage was present at the time of manufacturing. A device history record review was performed on the device with no evidence to suggest a manufacturing related defect. Based upon the observed damage, unintentional user error caused or contributed to this event.

Event description:
It was reported that a clip did not come out to be properly loaded into the jaws during laparoscopic hysterectomy. Although the md tried to load outside the patient's body, the same issue occurred. It was replaced with a new one to complete the operation. No clip fell/remained in the patient.

Manufacturer narrative:
(B)(4). The device history review the product auto endo5 ml, lot #73l1800729. Investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that a clip did not come out to be properly loaded into the jaws during laparoscopic hysterectomy. Although the md tried to load outside the patient's body, the same issue occurred. It was replaced with a new one to complete the operation. No clip fell/remained in the patient.